Event description:
It was reported that the sensors were damaged right out of the package. The customer stated that the sensor needles were bent, and he had to try to straighten them out himself but was unsuccessful because it was still stuck. The blood glucose reading was 290 mg/dl. The customer was advised that the sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.